Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Due to the bg level the customer loss consciousness. Customer went to the emergency room (ER) and subsequently hospitalized. Customer was treated with intravenous fluids and released from the hospital with the issue resolved and no permanent damage "sometime in february." Recommendation was made to discuss diabetes management with a health care professional.